Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was inserted and inflated when heard a pop. The tube has been removed and found a hole in the cuff. There was no patient harm.